Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the power fault was due to a defective power supply unit (psu). The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that and astral device's led lights indicated the power supply unit (psu) was connected, however, there was no voltage transmitting to the device. There was no patient injury reported as a result of this incident.